Event description:
Same case as manufacturer's #: 6000093-2005-01231. During a ptca/stenting procedure of a very tortuous and calcified lesion, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. It was also reported that a 2.50 x 24 mm taxus drug eluting stent was unable to cross the lesion. No pt injuries or complications were reported.